Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for check supply line alarm was not confirmed due to unavailable sample . The as reported air bubbles observed in the patient line did not cause check supply line alarm. A root cause of an air bubble in patient line was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem .the root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample availability is unknown. The sample lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report on check supply line alarm which occurred on home choice (hc) during use during prime. The baxter technical representative (tsr) assisted the hp to turn the bag over, the frangibles were broken and the holes were the same size. The hp stated that there were air bubbles in the supply bag. The tsr informed the hp to start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.